Manufacturer narrative:
(B)(4). Date sent: 8/4/2023. D4: batch # 849a06. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. In addition, the washer was noted to have nicks with one staple between cut of the washer; this damage is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke.  The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 849a06 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ileostomy closure the surgeon had to make the anastomosis between small bowel and the rectum making a j-pouch. After firing the circular stapler, the surgeon removed the device but the anastomosis was opened and seemed not to have clips in its surface although the two donuts was intact in the head of the device. Surgeon made the anastomosis by hand, using suture technique and completed the operation successfully. There was a 30 minute surgical delay. The procedure was successfully completed with no patient consequences.